Manufacturer narrative:
Bach review performed on 27.04.2021: lot 170003: (B)(4) items manufactured and released on 18-may-2017. Expiration date: 2022-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Corrected data: on the 27 april 2021 this MDR was sent to the FDA test webtrader (https://esgtest.FDA.gov) for error. Today 9 september 2021 we recognized the error and sent the MDR to FDA production webtrader (https://esg.FDA.gov).

Event description:
3 years and 8 months after the primary surgery the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.